Manufacturer narrative:
Corrected: d4 (catalog & serial) asae/ major bleed : the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via right femoral artery in a 78-year-old female for high-risk percutaneous coronary intervention. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage a. The after the procedure the patient transferred hospitals. The next day there was persistent oozing from the groin. It was decided to wean and explant the pump as the patient was stable.the device was successfully explanted and patient survived. The reported bleeding may occur in the setting of impella cp vascular access and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, patient and device positioning, and anticoagulation.